Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screw could not be inserted. In the craniotomy closure of the operation for the unruptured cerebral aneurysm on (B)(6) 2013, the surgeon could not insert one self- drilling screw. The surgeon reported that he could insert other the screws without any problem, however he could not insert one screw, so he believed this screw might have a malfunction. The screw was received and sent for investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The engineering examination of the returned matrix neuro screw macroscopic assessment revealed a broken tip and slight damage and marks at the thread close to the tip areas on the shaft and screw head. At the lateral screw view the tip and the first convolution of the thread of the screw showed plastic deformation. At the screw head very slight plastic deformation from the slot edges could be documented probably due to the tried implantation of the screws. The examination by scanning electron microscope (sem) revealed torsional deformation lines on the entire fracture areas and bone and tissues residues, at higher magnification an oriented dimple structure could be documented, an unequivocal indication of a ductile forced fracture mechanism under torsional load. The marks and plastically deformations at the thread were an indication for a contact with another metallic part (for example: plate or instrument).the microstructure of the used material was examined in a cross section and found to be according to the standards. There were no evident irregularities (for example: nonmetallic inclusions) or signs of embrittlement. The screw was manufactured from raw material complying with or exceeding the requirements of the international standard and the ao specification. Synthes is committed to, and certified for a quality system corresponding to iso I en 9001 and iso 13485 of which the production of the concerned device is duly adhered to. The performed investigation could not detect any material faults. The present fractured screw was damaged probably according to an insertion by applying a high torsional load. A reason for the failure for the matrix neuro screw could be the contact to another metallic device, for example: another implant or the insertion of the screw in an exceptionally hard bone without pre-drilling. A pre-drilling might be helpful in special cases, to provide an easier implantation of small screws. The investigation determined this complaint to be invalid.